Event description:
It was reported that a patient underwent an unknown open heart procedure on (B)(6) 2015. The sternum was closed with wires and five (5) sternal zipfix implants. The patient began experiencing trouble breathing approximately two (2) weeks post-operatively. Upon physical exam, the surgeon noted that sternum was unstable. A CT scan revealed that all of the implanted zipfix¿s were loose. The patient returned to the operating room on unknown date for device explantation. The surgeon commented that the locking mechanism on each of the implants did not function as intended; thus, the implants loosened. No additional information was available. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Patient identifier and date of birth/age are unknown. Patient began experiencing symptoms approximately two (2) weeks postoperative, but the exact date of device loosening and symptom onset is unknown. Date of explant procedure is unknown. Per facility, the complainant part has been discarded and is no longer available for return. Patient code (B)(4) is used to report the patient¿s labored breathing. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.